Event description:
It was reported to ge that the circuit for the collision sensors and emergency stop was not functioning. The circuit reenabled itself while service was testing the system. The service person was unable to recreate the fault. He advised the site to contact him if it happened again. There were no pt events; no injury was reported.